Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process, but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA. (B) (4).

Event description:
It was reported that pt underwent primary knee procedure on (B) (6) 2009. Pt underwent revision surgery on (B) (6) 2010, due to damage to the surface of the bearing. No further complications have been reported.